Event description:
The abbott field service representative stated the customer has observed more prism hiv calibrator and control drain time errors and failed a run due to drain time errors when prism reaction tray lot 90044m500 was in use. The customer stated the issue was resolved when a different lot of reaction tray was used, however, the customer requested a service visit. There was no impact to patient management.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.